Event description:
The physician used the 19g procore to biopsy the tail of the pancreas. The needle malfunctioned and the tip remained inside the tail of the pancreas when the handle was retracted post biopsy to direct the needle back into the sheath. When the slide of the handle failed to reengage the needle, luer lock was separated from the echoendoscope at the accessory channel and the entire apparatus pulled back using the sheath to draw the tip of the needle back into the stomach lumen. The echoendoscope was pulled out of the pt and the needle was pulled out of the echoscope to avoid damage to the working channel. The echoendoscope was reinserted and a hematoma was found between posterior gastric wall and spleen. No bleeding into the gastric lumen noted on optical views. Clarification received confirmed the tip of the needle did not detach. The needle breakage was reported as occurring at the proximal end as opposed to the distal tip. A section of the device did not remain inside the pts' body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. The pt involved in this complaint was kept overnight for observation and released the following day.

Manufacturer narrative:
The customers' complaint issue was confirmed as follows: "the physician used the 19g procore to biopsy the tail of the pancreas. The needle malfunctioned and the tip remained inside the tail of the pancreas when the handle was retracted post biopsy to direct the needle back into the sheath. When the slide on the handle failed to reengage the needle, luer lock was separated from the echoendoscope at the accessory channel and the entire apparatus pulled back using the sheath to draw the tip of the needle back into the stomach lumen. The echoendoscope was pulled out of the pt and the needle was pulled out of the echoscope to avoid damage to the working channel. The echoendoscope was reinserted and a hematoma was found between posterior gastric wall and spleen. No bleeding into the gastric lumen noted on optical views." Clarification received on this complaint description indicated the needle tip did not break; the needle tip remained extended in the pt and was unable to be retracted into the sheath. The needle breakage was reported as occurring at the proximal end as opposed to the distal tip. There were no echo-hd-19-c (echo) devices of lot c814046 in stock at the time of the complaint investigation. A 1 x echo device of lot c814046 was returned for eval. The device was returned in the original packaging and was open on receipt. This echo device was received with approx 4.5 cm of the needle extension exposed. The distal needle tip was examined and confirmed intact. The handle of the device moved freely when actuated; however, with no affect upon the advancement/retraction of the needle. The needle was removed from the device and confirmed broken approx 31.7 cm from the base of the proximal luer lock which coincides with a breakage below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender. This kink may have occurred due to product handling when removing the device from the packaging or due to product handling during the procedure. If the handle of the echo device is not appropriately handled it is possible for the sheath to become kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink resulted in a breakage. As the conditions of use cannot be replicated during the lab eval it is not possible to definitively state if this is the root cause of this complaint. Info received confirmed a section of the device did not remain inside the pt's body all parts of the needle were accounted for during the lab eval. The pt did not require any additional procedures due to this occurrence. No adverse effects were reported to the pt as a result of this incident. Although requested it was unconfirmed if the reported hematoma was associated with this incident. The pt involved in this complaint was kept overnight for observation and released the following day. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of relevant mfg records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. No section of the device remained in the pt. No confirmed adverse effects were reported to the pt as a result of this incident. The 2 yr complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.